Event description:
During an ercp procedure, the patient's condition prohibited traditional wire guide cannulation into the common bile duct, due to a blockage in the duct near the papilla. Due to this difficulty and in an attemtp to avoid surgery, the physician used an ultrasound needle to penetrate the duodenal wall. A wilson-cook road runner wire guide was advanced through the inner lumen of the needle to gain access to the common bile duct. The wire guide exited the needle into the duct and eventually exited the papilla into the doudenum. A snare was used to putt the wire guide through an endoscope that had been placed to view the papilla. During this activity, the wire guide broke approximately 12 inches from the distal tip, which was outside the endoscope and patient. Post-procedure, the patient's condition was reported as good. The patient did not require an additional procedure due to this occurrence.